Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation to treat an atrial fibrillation, a farawave nav catheter was selected for use. During preparation it was noted that the box had a hole on the front panel. A new box was requested to ensure integrity of the sterile field. The device was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.